Manufacturer narrative:
(B)(4). Information unavailable.

Event description:
It was reported that during a sleeve gastrectomy procedure on the third firing with a green cartridge the staples on the patient side were fine, but the staples on the remnant side did not form; the staples in all 3 rows had straight legs. The surgeon stated that when closing down the device mad an unusual sound; the click was different than normal. The surgeon said, the yellow sled looked cracked. Buttressing material, seam guard, was used with this procedure. The case was completed with another device of the same product code. There were no patient consequences reported. No device will be returned.